Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-61987.

Event description:
It was reported the reservoir had air bubbles and it kept occurring during night. Customer's mother states she has to get up at night to check blood glucose to ensure it's not high. Customer's mother stated that she had spoken to her doctor and was informed to get the insulin pump replaced. Customer's mother stated the customer was missing classes due to high blood glucose values. Customer was advised that replacing the device would not guarantee the bubbles in the reservoir will stop. No further information reported.